Event description:
It was reported that during a surgical procedure at the user facility the aseptic battery housing opened, which can expose the non-sterile battery to the sterile field, but that was not reported in this incident. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event involved one device in one procedure. As the customer did not quarantine the device after the reported malfunction, they sent all four of their aseptic housings in for evaluation. After visual and functional inspection, the service technician did not detect any failure on any of the returned devices. The devices were scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility, the aseptic battery housing opened, which can expose the non-sterile battery to the sterile field, but that was not reported in this incident. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.